Event description:
The customer reported that the pt received less medication than intended. The device was returned to the biomedical engineering dept from the oncology unit with an attached note that stated, "device programmed to deliver 500ml/hr of chemotherapeutic solution, undelivered." The device was programmed to deliver 1000ml of vp-16 at 500ml/hr in the secondary line. After one hour, the nurse reported that the device display indicated that 380ml had infused. During testing at the user facility, the device delivered a measured volume of 500ml from an expected delivery of 500ml. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. The device did not pass the distal occlusion test, but this was not related to the reported event. Event codes - patient: 2199. Device: 2343. This report represents all the info known by the reporter upon query by hospira personnel.